Event description:
The customer obtained a false positive total beta-hcg result of 46.40 miu/ml on a pt sample that was negative by an alternative method. The same pt sample was repeat tested after recentrifugation and the results were negative. The false positive result was not reported to the physician. False positive total b-hcg results may lead to the initiation of treatment. There was no report of pt harm as a result of this event.